Event description:
Small bowel obstruction. Info was rec'd from treating physician regarding a pt who underwent an open ventral hernia repair. Sepramesh was applied under the midline incision site. The pt's recovery had progressed well until the sixth day post operatively when they developed vomiting, abdominal distention and symptoms of partial abdominal obstruction. A nasogastric tube was inserted. During an intra-abdominal exploratory procedure, the omentum was observed adhered to the mesh and adhesiolysis was performed. Currently the pt is recovering. The physician assessed the event as definitely related to the use of sepramesh. No further details were provided.